Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the catheter was dislodged from the patient. A 8.3x15 expel¿ drainage catheter with twist-loc¿ hub was selected for use. After the patient was discharged, the catheter came out from the patient's body. No patient complications were reported and the patients' status was good.